Event description:
Additional information received further reported that on the following dates, the patient was experiencing or had experienced the following: (B)(6) 2019; continued left-sided dyspareunia that has progressively worsened, significant pain with hip extension and left leg abduction, recurrent stress incontinence. (B)(6) 2019: sling erosion remnants palpable along the midline of the urethra, left pelvic sidewall and anterior vaginal wall, vaginal atrophy, mild cystocele, mild rectocele, reproducible pain with palpation over vulva and with palpation over mesh remnants of the left pelvic sidewall and anterior vaginal wall. (B)(6) 2021: left groin and medial thigh symptoms extending to the level of the knee, associated with vaginal and pelvic pain, constant and fluctuating in intensity, at 5-7/10. Dyspareunia, and difficulty with prolonged sitting.

Manufacturer narrative:
H6 code e2402 applied to capture "vaginal atrophy" and "difficulty with prolonged sitting".

Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. According to the available information, the patient's legal representative stated pain in her leg, discomfort, frequent urinary tract infection, pain in her hip radiating down her inner thigh with various activities, vaginal pressure and pain, incontinence, abdominal pain, dyspareunia, and severe and permanent pain. Aris was implanted on (B)(6) 2008 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
Additional information received on 08/24/2020 reported a history of the following: dyspuria, back pain, flank pain, and hematuria as of (B)(6) 2012; urgency, bladder spasms, pelvic pain and levator spasm as of (B)(6) 2019; a mixed ut from (B)(6) 2020; and pain and limitations in motion and activities as of (B)(6) 2020. Additional information received on 10/29/2020 reported the patient did physical therapy for hip pain from (B)(6) 2020. The patient also felt the 'possible migration' of mesh, dyspareunia as of (B)(6) 2020. Additional information received on 07/06/2021 reported the patient experienced urinary incontinence, dyspareunia, vaginal and pelvic pain, referral pain when palpating region and inner thigh, palpable scarring and tissue contracture, area suspicious for developing erosion last year still coincides with her pain on exam. R>l anterior vaginal pain, palpation of left anterior contracture causes referral pain to the left inner thigh, difficulty emptying bladder, post void incontinence, occasional urgency.

Event description:
This is the third follow up to mfg# 2125050-2020-00134.